Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the device broke inside the patient when screwing it in. The broken part was retrieved from the patient. There was no harm or adverse event for patient, operator or third party reported. The knee arthroscopy surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2021: it was confirmed that no broken parts remained in the patient.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1360c biocomposite screw (no batch indicator present) was received for investigation. Visual inspection identified that the ar-1360c broke at the sixth distal-most screw from the hex, with fragments visible at the breakage site. It was identified that approximately 15.3mm of the biocomposite screw remained. It was noted that the method used to prep the bone during the procedure, as well as the bone quality encountered, were not recorded. As such, the observed condition of the returned device is most likely the result of improper bone preparation, off-axis insertion, and/or prying/leveraging the screw during insertion.